Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) while implanted. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that the patient implanted with this device reported tones to be exhibited from the device. An invasive revision procedure was performed, and the device was explanted with a reported charge time measurement of 30.0 seconds. No adverse patient effects were reported during the procedure.